Event description:
Note: date of event and procedure date are unk. It was initially reported to boston scientific corp on aug 24, 2009 that five alliance ii integrated inflation system devices were used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, five syringes leaked at the luer lock and could not be used. The procedure was completed with the sixth alliance ii integrated inflation system devices. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine". This event has been deemed a MDR-reportable event based on the returned device investigation results: gauge reading inaccurately.

Manufacturer narrative:
Visual examination of the returned device noted that the gauge needle was reading 3 atms. The device was tested at 10 atms for 30 seconds with 35 cc of fluid in the syringe. The device was found not to be leaking. No leaks were observed during testing. The gauge needle was noted to be off line on the returned sample. This is consistent with damage that can be caused when the gauge is subjected to a shock or excessive force; for example, the device being dropped. There was no reference to this condition in the complaint description, therefore, this may have occurred during transport back to the MFR. The analysis findings are not consistent with the complaint description. The reported leak could not be confirmed. The device history record for this lot was reviewed; no anomalies were noted. (B)(4).